Event description:
The technician alleged the brake casters were not holding at the head end of the bed. No patient impact.

Manufacturer narrative:
The technician replaced the head end brake casters to resolve the issue.